Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage.

Event description:
It was reported that the lead dislodged and fallen into the inferior vena cava after implant. During implantation, 20 turns were used to extend the helix, but helix extension was not checked on x-ray. Upon lead explant, it was noted that the helix was not extended. A new lead was successfully implanted. No patient complications have been reported as a result of this event.